Event description:
Device malfunction: unknown failure. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the proglide device after an interventional procedure. Reportedly, an unknown device failure occurred. It is unknown how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.